Event description:
A customer obtained an erroneous results for troponin (accu tni) and ckmb. Some erroneous results were reported out of the lab. One patient was admitted to ICU for observation only. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer collects accu tni samples in lithium heparin plasma tubes with gel barriers, and centrifuges samples at 4,800 rpm for five minutes. Qc was within the customer's established ranges prior to the event. A system check performed on 02/25/2010 passed within instrument specifications. A field service engineer (fse) was dispatched on 02/26/2010, replaced the aspirate probes and tubing and rebuilt the precision pump. The fse conducted verification testing and it met performance specifications. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.